Manufacturer narrative:
Article citation: le bras, f., gaulard, p., andre, m. Et. Al. 4021 breast implant associated-anaplastic large cell lymphoma (bia-alcl): the lymphoma study association (lysa) registry data. 61st ash annual meeting. 2019; 1-4. The events of lymphoma - alcl - suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma alcl suspected and seroma. Date of event: date of onset for symptoms ranged from 2009-2019.

Event description:
Through the journal article "4021 breast implant associated-anaplastic large cell lymphoma (bia-alcl): the lymphoma study association (lysa) registry data," the author reported "four pts (6.9%) had bilateral lymphoma and 54 pts had unilateral lymphoma. The majority of pts were stage I-ii (n=45, 77.6%), and 13 (22.4%) pts were stage IV." Further reported was "two clinical presentations i.e. Seroma." As information was received in aggregate the status of the devices is unknown. This record represents the left side. The manufacturer of the devices is unknown.